Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and degenerative disc disease. It was reported by the patient that the pump was explanted a few weeks ago due to infection, but the catheter was left in. The explant date was unknown. It was noted that the pump would not be returned as the customer discarded. Surgical intervention occurred as the pump was explanted and a new pump was implanted to replace this pump. It was noted on (B)(6) 2017 the healthcare professional implanted a new pump and catheter. It was noted that the hcp did not explant anything on (B)(6) 2017. It was stated that the manufacturer representative (rep) was informed on (B)(6) 2017 when they showed up at the case that day, and had no further information to provide as they have never worked with this patient before and gave contact information for another rep. It was noted the other rep had no further information than what was already provided. It was noted that the issue was resolved at time of event, and patient's status at time of event was "alive-no injury." Event date was unknown. The patient's weight was unknown. No further complications were reported/anticipated.